Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter and its struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdomen and groin area; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter and its struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdomen and groin area; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five and half years post filter deployment, patient presented with a history of pain. Subsequent CT revealed extrusion of several limbs through the wall of the ivc but there was no evidence of leakage or hemorrhage. Therefore, the investigation is confirmed for the perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2017).